Event description:
Patient injured right knee when he slipped on stairs at work while carrying buckets weighing approximately 15-20 lbs each. As a result, he had surgery to repair a torn posterior cruciate ligament and meniscus. Prior to this surgery, pt was in serious accident and suffered a massive derangement of his right knee and underwent about five surgeries over several years. This was approximately the sixth surgery on the right knee. An MRI taken prior to the sixth surgery and video taken during it show significant arthritic changes to the knee. Following surgery, cold therapy at 45 degrees was recommended. Pt was told not to remove any dressings but was non compliant and inspected the knee post surgery. Consequently, pt developed a high fever and had many signs of an infection that necessitated a lavage surgery/ antibiotic treatment. Pt continued using the cold therapy unit but returned to the dr numerous times with concerns about the skin on his knee. He was told to continue with cold therapy. He subsequently developed necrotic skin resulting in additional medical treatment and a skin graft. Pt claims a disability in his right knee as a result of arthritis from the cold application. He claims he will need a knee replacement plus one or two revision procedures after that in the future. Company does not agree that the cold therapy unit caused or contributed to the necrotic condition resulting in a skin graft or the pt's arthritic condition.co has info that the necrosis was caused by the infection and the arthritis was pre-existing and caused by the underlying injuries. The unit was evaluated and worked as intended. Pt sued multiple parties in 1999 but due to appeals and continuances, discovery in the litigation is still continuing at this time.